Event description:
During a laparoscopic appendectomy the stapler and staples misfired. "The staple line bled and staples were left in the child's pelvis" which were successfully removed. Surgeon was dr (B)(6). Separate medwatch submitted for the stapler. FDA safety report ID # (B)(4).